Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the hcp told the rep that the patient did not have significant efficacy when using the ins. It was unknown what factors that may have led or contributed to the issue. The ins was successfully and fully explanted. It was noted that the issue was resolved at the time of the report. No device issues were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.